Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient exhibited heart rate of nearly 40 beats per minute. It was suspected that the right ventricular lead failed to capture. The lead also exhibited high impedance that returned to normal. No intervention was performed. The patient was stable and would continue to be monitored.